Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead experienced high impedance and a possible lead fracture. The lead was capped and re placed. No patient complications have been reported as a result of this event.